Event description:
It was reported that the intraocular lens (iol) had sticky haptics, sticking to the edge of the optics or at the back of the iol. There was no patient injury reported and the lens was implanted successfully. No further information was provided.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material / manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. Date of event: unknown. If implanted, give date: unknown. If explanted, give date: na (not applicable) the lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.